Event description:
Caller reported that pump unexpectedly displayed reset screen, which did not require plugging into a power source to restart. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a built-in safety feature for performance checks and provided guidance on cartridge loading and insulin resumption, which caller understood and acknowledged.